Event description:
The tip of screwdriver catalog # 2107-1015, with lot code f7n16747 broke off while inserting a 6.5 mm screw 2030-6525-1 into an acetabular shell. Screw was already fully inserted, so the acetabular insert was impacted and the procedure continued without a replacement device.

Manufacturer narrative:
An event regarding a fractured screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. The fracture surface is angled which suggests the driver was not fully engaged with the screw during tightening. It is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The root cause was determined to be application of excessive force by the user. The event description noted the screw was fully seated at the time of the event; it is likely that further torque applied to the seated screw caused the driver to fracture.

Event description:
The tip of screwdriver catalog # 2107-1015, with lot code f7n16747 broke off while inserting a 6.5 mm screw (B)(4) into an acetabular shell. Screw was already fully inserted, so the acetabular insert was impacted and the procedure continued without a replacement device.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.